Manufacturer narrative:
The surgeon removed the left tmj devices due to infection caused by p. Acnes (curtibacterium acnes). Multiple reports were submitted for this event ( see associated report # 2031049-2021-00037).

Event description:
The patient's left tmj devices were removed due to infection.